Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was sticking and that the battery was slow to charge. There was no reported adverse impact to the customer's blood glucose level. The customer declined follow up from tandem technical support, therefore no further information was able to be obtained.